Manufacturer narrative:
Evaluated one open and used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies, none were found. Ran basal, bolus leaking test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir do not leak and not occluded.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on four consecutive days with blood glucose of 54 mg/dl at the time of one of the incidents. The customer used juice to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer states the pump is over delivering as the pump delivers even when they are low. Troubleshooting was completed but did not resolve the issue. The insulin pump, reservoir, and infusion set will be returned for analysis.